Event description:
The doctor stated that the pacing lead has a bent helix (bent screw) and would like the lead be returned to medtronic for a credit. Another lead of the same model was implanted. There was no injury to the patient.====================== health professional's impression======================not applicable.